Event description:
It was reported that a patient presented for device upgrade. During the procedure, the physician noted the right ventricular (rv) lead was perforated. The physician elected to explant and replace the rv lead.